Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the partial lead was returned and segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular lead electrograms showed oversensing/noise and thousands of ventricle to ventricle intervals. The lead also had a possible early fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.